Manufacturer narrative:
Correction to patient identifier. No patient information provided as no patient was involved in this concern. The mobile view station (mvs) interface cable was returned to the manufacturer for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was confirmed. After visual inspection the cable showed signs of normal wear and tear. The cable passed tests. It was installed on a known working system. Motion and generator readied. Charging and communication succeeded and 3d/2d images were acquired. Mechanical failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was parked on top of the umbilical cable and now it is damaged. No patient was present at the time of the event.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed the reported issue. The umbilical cord was replaced and the issue resolved. A system checkout was performed and the system is working as intended. The mobile view station (mvs) cable was returned for testing and is still under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was parked on top of the umbilical cable and now it is damaged. No patient was present at the time of the event.